Event description:
It was reported that the pump showed a cassette error. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. Functional testing was performed, and the reported issue was confirmed. The dso sensor was replaced to address this issue. The dso seal was also replaced. The device then passed all testing.